Event description:
On (B)(6) 2025 the mother of a patient reported that the patient had been hospitalized at (B)(6) (health care provider¿s name unspecified). On 01-aug-2025 with hyperglycemia (reported in insulet case reference (B)(4). For pod #1). Pod #2 (reported in this case) was applied after the patient was already hospitalized. The patient experienced symptoms of leg pain. Additionally, the patient's blood glucose level (bg) rose to 440 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.